Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level sometimes was 500 mg/dl and today it was 300 mg/dl. It was also reported that there was leakage from o ring position of the reported reservoir and insulin leaked around adhesive tape of cannula. It was also reported that the all cannulas were bent. The device will be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Inspected reservoir's o-rings and stopper groove for anomalies; none were found. Ran basal, bolus leaking test reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into ump. Conclusion reservoirs did not leak.